Manufacturer narrative:
The device was not returned for evaluation. Review of the erp system revealed the kit was sent out on 05/27/2014, well before expiration (02/29/2016). A review of the manufacturing records showed that labels containing the expiration date were affixed in three locations on the outside of the packaging. The sample label affixed to the DHR shows the expiration date as 2016-02-29. There are no indications of manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a sterile-packaged kit was used in surgery after its expiration date. There was no reported consequence to the patient.